Event description:
The initial report to hood laboratories that a pediatric tracheostomy tube fractured in a pt case to co via a phone call from the pt's mother. She stated that the tracheostomy tube, which has been in use for approximately two months, fractured and was swallowed.